Event description:
The customer reported that while sealing the uterine artery during a hysterectomy, the device would no longer open. The procedure was converted to open and the surgeon opened the jaws with his fingers. The pt was said to be doing fine post-surgically.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.